Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cadd pump experienced error codes 1140 and 1210. The batteries were replaced, after which all pump settings were erased. The pump was powered off before the infusion was completed. The medication being infused was 5-fu (5-fluorouracil). The event occurred during an infusion and involved a patient. No harm was reported.